Event description:
It was reported that a spectrum pump displayed system error 341, while delivering an unknown chemotherapy drug to a patient. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The device was tested and no malfunction could be identified. System error 341 was confirmed through the event history log. The evaluation was unable to determine the cause. The upper auxiliary and input/output printed circuit board are known contributors to this symptom and have been replaced.